Manufacturer narrative:
The issue is being investigated by manufacturing site. It was observed during an external audit at getinge (B)(4), that servicing practices at getinge (B)(4) are not in compliance to applicable requirements due to identified gaps in quality management system. Specifically, unanticipated repair activities were not submitted as complaints and assessed for reporting as required per regulations and as a result this report was not submitted in a timely manner. Getinge (B)(4) has approved a comprehensive remediation plan and all unanticipated repair activities will be submitted as complaints. Device not returned to manufacturer.

Event description:
On 20th february, 2019 getinge became aware of an issue with one of surgical lights - hled. As it was stated, the lock of safety system broke. There was no injury reported however we decided to report the issue based on the potential as broken lock may lead to detachment of light head.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - hled. As it was stated, the lock of ambient light broke. There was no injury reported, however we decided to report the issue based on the potential as broken lock may lead to detachment of ambient light module. Moreover, after the photos were received the paint chipping on the device has been noticed. We decided to report also this case based on potential as any particles falling into sterile filed might be a source of contamination. According to the service technician, the issue has been solved by the replacement of the defective parts and the device was released for further usage. It was established that when the event occurred, the surgical light did not meet the manufacturers specification due to damaged ambient light module and paint chipping occurrence and it contributed to the event. There is no information if the device was or was not being used for patient treatment at the time when the event occurred. When reviewing similar reportable events for the same device type, we have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. Comparing the number of affected devices to install base, failure ratio of ambient light detachment is very low and failure ratio of paint chipping is moderate. Per the investigation of the subject matter experts at the manufacturing site, the detachment of the module is due to a defect of locking caused by the breakage of module tabs. The breakage of the module tabs can be due to an excessive strain or a loss of mechanical properties. The infiltration of cleaning and disinfectant products combined to a tensile stresses can cause the breakage. Maquet sas has put forward several recommendations & warnings regarding cleaning in the user manual hled user manual (B)(4). To prevent similar incident maquet sas recommend to respect the cleaning protocol avoiding: direct spraying of chemicals products on the endo light module; prolonged exposure to detergents and disinfectants solutions high concentrations; exposure to heat during the cleaning procedure; prohibited products; maquet sas recommend to wipe with a dry cloth and to make sure no liquid residue is left on the device after cleaning. Maquet sas undertook the corrective action preventive action plan CAPA 2011-01 & the design change request (B)(4) to improve the fastening of concerned optical part & developed a new module made of silicon, and to improve the compatibility with aggressive cleaning agents. This kit is available under reference (B)(4) / pwd / hld700 silicone ambient light kit. The technical information notice (nit 220) and the field safety notice msa/2014/002/iu, informing about the potential defect of ambient light module fastening, have been sent on march 2014. It is requested to inspect the surgical lights potentially affected. If the ambient light module fastening is detected as defective, it should be replaced using new silicon module (B)(4). The issue of paint chipping has been also evaluated by subject matter experts and concluded: all maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Visual inspections during the cleaning allow to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor pain chip can be repaired with touch up paint, nevertheless the parts impacted by serious damage must be replaced. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation the purpose of this submission is also to provide that the additional information regarding `describe event or problem` and correction of version or model #, catalog # and serial#. #b5: previous describe event or problem: on 20th february, 2019 getinge became aware of an issue with one of surgical lights - hled. As it was stated, the lock of safety system broke. There was no injury reported however we decided to report the issue based on the potential as broken lock may lead to detachment of light head. Corrected describe event or problem: on 20th february, 2019 getinge became aware of an issue with one of surgical lights - hled. As it was stated, the lock of safety system broke. There was no injury reported however we decided to report the issue based on the potential as broken lock may lead to detachment of light head. Moreover, after the photos were received the paint chipping on the device has been noticed. We decided to report also this case based on potential as any particles falling into sterile filed might be a source of contamination. #d4. Previous version or model #: ard568303906. Corrected version or model #: ard568350905 & ard568350904 previous catalog#: ard568303906. Corrected catalog#: ard568350905 & ard568350904. Previous serial#: (B)(6). Corrected serial#: (B)(6) & (B)(6) . Headlights with numbers catalog#: ard568350905, serial#: (B)(6) and catalog#: ard568350904, serial#: (B)(6) concerns one configuration of device.

Event description:
On 20th february, 2019 getinge became aware of an issue with one of surgical lights - hled. As it was stated, the lock of safety system broke. There was no injury reported however we decided to report the issue based on the potential as broken lock may lead to detachment of light head. Moreover, after the photos were received the paint chipinng on the device has been noticed. We decided to report also this case based on potential as any particles falling into sterile filed might be a source of contamination.